Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2024-00178 through 3012447612-2024-00183.

Event description:
It was reported that six sequoia closure tops stripped intra-operatively during torquing. They were replaced with other closure tops and there was no patient impact; however, there was a delay of 30 minutes. This is report five of six for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed minor deformation of the hex. A functional inspection was performed with a driver (3570-1 lot mc4354903) and a screw (3505-6545 lot 85he) and found the closure top was able to be screwed down into the tulip head as expected. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference reports 3012447612-2024-00178 through 3012447612-2024-00183.

Event description:
It was reported that six sequoia closure tops stripped intra-operatively during torqueing. They were replaced with other closure tops and there was no patient impact; however, there was a delay of 30 minutes. This is report five of six for this event.